Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction revision with mentor smooth round moderate plus profile 600 cc saline breast prostheses. Left breast prosthesis deflation was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/18/2019, mentor became aware that 1645337-2019-08158 was a duplicate of this complaint file. All supplemental information and reports will be submitted via this complaint file. Mentor became aware that the patient had undergone implant explantation on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).